Manufacturer narrative:
The event occurred at (B)(6). (B)(4). Approximate age of device ¿ 10 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that pump stoppage alarms, low flows events, and low speed operation events were observed in the system controller's log file. Driveline compromise was suspected. The patient underwent a pump exchange on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
The pump was returned with the driveline cut approximately 5 inches from the pump housing. The severed portion was returned. Prior to disassembly of the returned pump, the proximal and distal-sides of the pump stators showed no evidence of deposition or thrombus. Upon disassembly, examination of the pump did not reveal any deposition or thrombus formation on the smooth or textured blood-contacting surfaces. Visual examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Examination of the returned driveline noted breakdown of the braided shield approximately 9 inches and 14 inches from the pump housing. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires found a breach in the yellow wire insulation approximately 9 inches from the pump housing. High potential testing did not identify any additional areas of compromised wire insulation. If the exposed conductors of the yellow wire contacted the braided shield while the lvad system was connected to a power module, the resulting short could have contributed to the low speed and pump stoppage events captured on the system controller log file. The observed wire damage appeared to be the result of abrasion against the braided shield due to repetitive flexing. The system controller in use at the time of this event was returned for evaluation. Review of the downloaded log file revealed pump power elevation events up to 13.2 watts. Low speed hazard, low flow hazard and low speed operation, pump stopped events were also noted. Full functional testing of the system controller was performed using laboratory equipment. The atypical events recorded in the downloaded log file were unable to be reproduced. The system controller functioned as intended during analysis. The events recorded in the log file could not be correlated to an issue with the system controller; however, the data was consistent with the findings from the evaluation of the returned pump. A review of the device history records of the pump and system controller revealed the devices met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.